Manufacturer narrative:
Reporting doctor (not the bellafill injector) suspects permanent drooping of the upper lip/lip ptosis after off-label bellafill dermal filler injection in the lips and cheeks . It is suspected that the injector may have injured the buccal branch of the facial nerve at the time of the injections. It is unconfirmed at this time. B3 - date of event: approximate date of 11/2023. B7 - patient was also injected by the bellafil provider with a neurotoxin (brand unknown) in the lip area to "lip flip" orbicularis muscle around the same time as the bellafill injections in the lips and cheeks. D1 - the lot number(s) of bellafill dermal filler are unknown. D6a - bellafill dermal filler was implanted on 2 dates: on (B)(6) 2023 with 5 syringes and on (B)(6) 2023 with 5 syringes. E1 - the reporting doctor, dr. (B)(6), was not the bellafill injector. G3 - the reporting doctor stated on (B)(6) 2024 that he believes the drooping/ptosis of the upper lip is permanent. H6 (types of investigation) - the lot number(s) of bellafill dermal filler are unknown. Shipping history was reviewed based on the timeframe provided for the bellafill injections and potential lots were determined. Manufacturing records and retained samples from the potential lots were reviewed. No issues were noted. Bellafill injector/provider: (note: unable to contact the injector. Patient did not provide permission. Reporting doctor provided the injector's info.) (B)(6), rn. Bellafill dermal filler is indicated for for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Reporting doctor (not the bellafill injector) suspects permanent drooping of the upper lip/lip ptosis after off-label bellafill dermal filler injection in the lips and cheeks . It is suspected that the injector may have injured the buccal branch of the facial nerve at the time of the injections. It is unconfirmed at this time.